Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to high blood glucose readings of 507 mg/dl. Customer reported throwing up and feeling chills prior to the hospitalization. Customer was treated with fluids and IV at the hospital. Customer stated that they were off the insulin pump for 12 hours prior to the emergency room visit. It was also reported that the insulin pump alarmed button error. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. The functional tests could not be confirmed, including the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests, due to the keypad anomaly.